Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to electrical communication which could not be performed properly due to contact failure which caused corrosion on the video connector contacts. However, the definitive root cause could not be determined hence, the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the video system center had image failure. There were no reports of patient involvement.